Event description:
It was reported that a volume discrepancy had occurred. The expected reservoir volume (erv) was 1.9 milliliters (ml) however; the actual reservoir volume (arv) was 6.5 ml. The cause of the discrepancy was reported as the refill date of (B)(6) 2013. As a result the pump was explanted and replaced. The patient experienced increased spasticity. This device system delivered lioresal and morphine. It was later reported that no catheter access port (cap), rotor, or dye tests were performed. The patient did have periods of insufficient pain relief. After the replacement the patient was receiving sufficient therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# unknown. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found ¿s2¿ over infusion in related to the pump head. Dispense accuracy testing was intermittent and displayed an over infusion on one of the tests. Some residue was seen in the pump head. The pump tube was slightly deformed in shape with some surface residue and mechanical wear. It was noted it was possible if the tube, bulkhead or pump head no longer meet design specifications that could cause dispense accuracy issues. Investigation suggested the physical properties of the pump tube and/or the pump head could have been altered from a combination of mechanical and chemical stresses.

Event description:
Additional information reported there was a volume discrepancy on (B)(6) where the erv was 20ml and the arv was 11ml. It was reported the empty reservoir alarm occurred on (B)(6) 2012.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported there was a refill on (B)(6) 2011 where there was increased spasticity and a slight dose increase. On the refill of (B)(6) 2012 it was reported there was a dose increase, considerable unrest, increased spasticity, "scratch wound... L/r of thorax." It was noted there was a refill on (B)(6) 2012 with no "veget. Signs," no unrest and no scratch wounds. It was noted there was a weight increase and the patient was difficult on (B)(6) 2012. It was noted there was an "inconspicuous" patient and the low reservoir alarm on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.